Event description:
It was reported that while using panel phoenix nmic-306 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that isolate was determined cpo by m50 but carba np was negative. Customer problem: customer inquires if confirmation testing is needed on cpo as they had a cpo isolate that was cpo on m50 (unclassified) - isolate tested negative on carbanp".

Manufacturer narrative:
Investigation summary: this complaint is for incorrect ambler classification when using phoenix panel nmic-306 (449292) batch number 1046456. The customer provided lab report results for investigation, however no product returns or isolates were provided for investigation. To investigate, a total of four (4) retention panels from the complaint batch were tested using a phoenix m50 instrument. One (1) panel was tested using qc isolates of klebsiella pneumoniae (14780), one (1) panel was tested using in house isolates of acinetobacter baumanii (15748), one (1) panel was tested using in house isolates of escherichia coli (18187), and one (1) panel was tested using in house isolates of pseudomonas aeruginosa (17925). The results of the investigation are as follows: isolate expected result actual result: 14780, carb producer/ class a, carb producer/ class a. 15748, carb producer/ class d, carb producer/ class d. 18187, carb producer/ class b, carb producer/ class b. 17925, carb producer/ class b, carb producer/ class b. Investigational testing was satisfactory; therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one (1) additional complaint on this batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic-306 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that isolate was determined cpo by m50 but carba np was negative. Customer problem: customer inquires if confirmation testing is needed on cpo as they had a cpo isolate that was cpo on m50 (unclassified) - isolate tested negative on carbanp.